Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head was disconnected during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable boot comes off and was defective, shifted image and defective charged coupled device main body. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the malfunction device is disconnected was due to defective cable boot that comes off and was defective. Additionally the malfunction shifted image was due defective charged coupled device main body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.